Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms causing a lead safety switch. No changes were made and the ra lead remains implanted and in service. No adverse patient effects were reported.